Event description:
At around 0400 on (B)(6), patient was receiving merepenum through a vented syringe adapter infusion set on our alaris pump. The bedside nurse brushed past the tubing (not with force) and the tubing broke apart pharmacy notified as patient only received partial dose of antibiotics. Equipment and supply in question sequestered.